Event description:
It was reported that during an endoscopic retrograde pancreatography procedure, withdrawal difficulty was encountered. A 10x40 biliary wallstent was implanted in the bile duct. When the physician attempted to remove the catheter, the catheter was stuck inside the wallstent, and was unable to be removed. The delivery device was able to be removed, however, the inner catheter remained inside the stent. The physician anticipates that when the stent fully opens, the catheter will fall out on its own, or be able to be removed with a snare. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.